Event description:
A trilogy evo ventilator was returned to the manufacturer's service center for preventative maintenance. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device, a ventilator inoperative error code was noted in the error history log indicating a load applied to the blower. The software version was upgraded from 1.06.05.00 to 1.06.10.00 to address the issue. Additional findings not related to the malfunction/issue: as part of maintenance the air inlet foam filter and particle filter were replaced. The device passed final testing and was confirmed to be operating properly.